Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. The analysis performed, including device output monitoring and capture, did not find any anomalies. The device was also tested with various loads connected to the device and the values measured were within specifications. Evaluation of the device header did not show any anomalies on rv channel and the battery voltage was still in normal range of operation.

Event description:
During an implant procedure, there was high, out of range impedance noted on the lead connected to the device. The device was replaced to resolve the event and the patient was stable.